Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for the call was patient(pt) had an MRI and when the healthcare provider(hcp) went to turn therapy back on the pt wasn't sure if the tech actually turned the implant back on because they have had a gradual return of symptoms. Pt said therapy had been working very well for them to where they would have plenty of time to get to the bathroom before going but now they didn't have that much time to get to the bathroom before they would urinate or have a bowel movement and pt was having diarrhea. Pt said symptom control was getting worse and worse. During call therapy was on at 1.3v, pt said that was lower than it had been set at and turned stimulation up to 1.6 v where they felt stimulation comfortably. Pt will monitor symptom control and had a healthcare provider(hcp) appointment with managing physician on(B)(6) 2024.